Event description:
Procedure: lobectomy. According to the report: the specimen bag fell from the frame before closure. There was no report of bleeding or patient injury.

Manufacturer narrative:
(B)(4).